Event description:
A talent bifurcated stent graft and an aneurx aortic stent graft system were implanted in a pt for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology were not reported. Medtronic was notified on nov 05, 2010 that, the pt expired on (B)(6) 2005 from a ruptured aneurysm. The rupture was assessed to be related to the aneurysm and to the procedure and unrelated to the device. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: (death, ruptured aneurysm). (Pre-operative rupture). (Device used for treatment of a pre-operatively ruptured aneurysm). Evaluation conclusions: (pre-operative rupture). (Device used for treatment of a pre-operatively ruptured aneurysm).